Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter unavailable from the site at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The issue was determined to be caused by a bad configure file. The file was reloaded and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was down. No patient was present.